Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for over 15 minutes. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.

Manufacturer narrative:
Per the user guide: the transmitter is reusable and is replaced about every 6 months.

Event description:
Customer reported to have used the transmitter beyond the labeled replacement period of approximately 6 months.